Manufacturer narrative:
The received device had the cannula assembly deployed. The device was unable to successfully pair with the master pdm and no data was downloaded. The formed needle was visible in the exposed portion of the soft cannula. The exposed portion of the soft cannula was found bent at the tip of the exposed needle and fluid was found exiting through a hole at the same location. Score marks were observed on the underside of the top housing, indicating interference between the top housing and linkage assembly. This resulted in a failure to fully retract the formed needle after needle fire. Although the cannula was damaged and the formed needle did not fully retract after needle fire, it cannot be conclusively determined if this contributed to the cannula dislodging; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for less than 24 hours. The cannula dislodged from the infusion site (abdomen). The cannula was also said to be longer and kinked. A new pod was applied after the event.